Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the sets have been discarded and are not available for failure investigation.

Event description:
Customer reported IV set leaking at the connection between the administration set and the extension set. The leak was found when the child got up to go to the bathroom. There was no pt harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user. Programming: drugs: milrinone. Rates: unk.